Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a lead fracture was suspected, the lead displayed noise, the impedance was found to be varying and there were non-sustained ventricular tachycardia episodes. Re-programming was performed by ¿turning the therapy off,¿ the lead was removed, replaced, and no patient complications have been reported as a result of this event.